Event description:
The pump was in use on a pt when it stopped. The pt was switched to another pump with no complications. The hosp's biomedical dept tried to fix the pump, but was not successful. The hosp doesn't have a service contract with co. However, they did call co and service was provided.